Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient's husband contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter was reading inaccurately high compared to the onetouch ultra meter. The following complaint was classified based on information obtained from the customer service representative (csr). The patient's husband alleged that the issue began two weeks prior to contacting lfs, possibly on (B)(6) 2011 (time unknown). On an unspecified date/time, the patient reportedly obtained blood glucose results of "340mg/dl" with a lifescan meter and "280 mg/dl" with the patient's secondary meter the onetouch ultra, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 30% and/or <= 30 mg/dl. The patient manages her diabetes with insulin (administer via insulin pump) and according to the patient's husband, after the alleged issue occurred, the patient's insulin pump administered a calculated amount of insulin (dosage unknown). Approximately 30 minutes to an hour later, the patient reportedly developed symptoms of sweating, shaking, and confusion. Per csr's notes, the patient administered self-treatment by consuming food and drinking orange juice (date/time not specified). At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the patient. Although the patient's secondary meter confirmed the patient's blood glucose result was elevated at the time of the alleged issue, this complaint is being reported because the patient's husband claims the patient obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.